Event description:
Approx 3.5mm tip of tear duct probe broke off in pt during outpatient procedure. X-ray verified presence of piece in pt. Ent surgeon consulted for removal. Subsequent x-ray showed no evidence that the tip remained in pt following suctioning.